Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet beneath the twist sleeve. The reported condition was verified. The cause of the condition was due to user error as there was evidence of foreign solvents, dye or cleaning agent on the occluder feet and inside the white twist sleeve. Product labeling instructs the user to not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors. It warns the user to not allow bleach to come into contact with set tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was broken. The broken twist clamp was discovered during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.